Manufacturer narrative:
According to the field, the ra lead will not be available for return for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure a physician experienced difficulty in extending the helix of this right atrial (ra) lead. After placing the lead, high pacing threshold measurements were noted resulting in it having to be repositioned. Once implanted in a new position, the ra lead dislodged which resulted in yet another repositioning. During the final repositioning, the helix would not extend out properly once again so the physician decided to remove and replace the ra lead prior to pocket closure. The ra lead was never in service and there were no adverse patient effects reported.